Event description:
Rayner intraocular lenses limited rec'd notification from (B)(6) of an event that occurred during use of a single use soft-tipped disposable injector (model r-inj-04). The event description provided states "when cassette is closed on the injectors the lens fails to advance smoothly and then becomes jammed."

Manufacturer narrative:
(B)(4). The r-inj-04 injector has not been returned to rayner the healthcare facility; therefore, no device analysis could be performed. Remedial, corrective and preventive action was taken by the healthcare facility in the original planned surgery session. A back-up lens was implanted w/o further complication. The healthcare facility has confirmed that the pt was not injured as a result of this event. Our review of the production records for the r-inj-04 injector, batch b255 and associated c-flex aspheric 970c intraocular lens, batch 022e33247 showed that all mfg and quality checks were conducted with successful results. All devices released for distribution from these batches were within tolerance, met specification criteria and were w/o defects. A review of existing vigilance data from the month of manufacture of the r-inj-04 injector and associated c-flex aspheric 970c iol (february 2012) was conducted in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been rec'd against the r-inj-04 injector, batch b255 or the c-flex aspheric 970c intraocular lens, batch 022e33247.